Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial and right ventricular lead exhibited noise. The leads were explanted and replaced. The patient was stable post-procedure.

Event description:
New information received notes that the leads were capped on (B)(6) 2019. They were not explanted.